Event description:
The customer's nurse stated that the customer was hospitalized due to high blood glucose. The reported blood glucose reading was 608 mg/dl. Troubleshooting was performed and it was found that the customer had experienced numerous no delivery alarms while attempting to prime the insulin pump on the day of the event. The nurse filled a new reservoir and attached it to a new infusion set and was able to prime the insulin pump normally. It was explained to the nurse that there may have been a connection problem preventing the insulin from filling the tubing that caused the no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.